Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.